Event description:
It was reported that during a tonsillectomy procedure using evac 70 xtra wand, the surgeon alleged that the wand's coagulation function was weak, impeding hemostasis. A new wand was opened, yet it produced the same result. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.